Event description:
It was reported that after successful placement of the bd pegasus¿ safety closed IV catheter system, leakage was noticed coming from the joint of the extension tubing and luer connector two days later. The following information was provided by the initial reporter, translated from chinese to english: "the catheter was placed on (B)(6) 2019; it's noticed on mar-19-2019 that there was leakage at the joint of extension tubing and the luer connector. The patient was in the ward without touching anything hard, didn't take any imaging examination."

Manufacturer narrative:
Investigation: a device history review was conducted for lot number 8198245. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, the device submitted by your facility was found to be leaking from the junction point of the extension tubing and the connector body. Our engineers determined the root cause for this occurrence is an over application of force by a component in the manufacturing machinery responsible for feeding the metallic cuff into the adapter. This damage sustained creates a small opening allowing for he development of a leak. To prevent the reoccurrence of this issue our facility has decreased the inspection intervals on the alignment and cam angle checks by maintenance personnel, and introduced a zero tolerance policy for similar defects found during he inspection process, the machinery to be stopped, inspected, and repaired if any instance of this issue is identified.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after successful placement of the bd pegasus¿ safety closed IV catheter system, leakage was noticed coming from the joint of the extension tubing and luer connector two days later. The following information was provided by the initial reporter, translated from (B)(6) to english: "the catheter was placed on (B)(6) 2019; it's noticed on (B)(6) 2019 that there was leakage at the joint of extension tubing and the luer connector. The patient was in the ward without touching anything hard, didn't take any imaging examination."